Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04852. It was reported that patient experienced low back and bilateral lower extremities pain. As a result, patient underwent surgical intervention wherein the scs system was explanted. Patient's symptoms did not resolve with explantation and in turn, patient was admitted to the hospital wherein imaging revealed an epidural hematoma. Follow-up information indicated that patient is receiving treatment at a rehabilitation facility for weakness of bilateral lower extremities.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.